Event description:
The device was returned to the manufacturer for power on reset (por) parameters at attempted implant. The por could not be reset with the programmer and another device was implanted. It was analyzed and subsequently tested out of specification during manufacturer's analysis.